Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not returned to the manufacturer for evaluation. Additionally, procedural images were not provided; therefore, the alleged product issue cannot be confirmed. The instructions for use identifies delayed or difficult coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of a ruptured aneurysm of the posterior communicating artery, an embolization coil implant could not be retracted into the microcatheter. Attempts to detach the implant with a detachment controller did not work. All access devices were withdrawn and the implant and portion of the pusher wire were left in the vasculature from the pcom to the femoral access point. The patient's status is currently stable.